Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: it is suspected that the colleague who shot the anastomosis has opened the instrument too far or completely, and therefore it could not be withdrawn and removed as usual. However, it could be pushed forwards and the stapler head was removed by an incision in the intestine, the system could then be withdrawn and removed. The patient is fine, there were no complications and the anastomosis was ok. The doctor will point out the application of the instrument in the department.

Event description:
It was reported that during a sigmoidectomy, the instrument could not be removed correctly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p56a7t. Device evaluation: the analysis results found that the cdh29a device arrived with (B)(4) present, the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.